Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump was not delivering insulin and the customer's blood glucose was rising. Mother stated that it seemed like the basal rates were not functioning. Blood glucose value was 15.5 mmol/l; treated with manual injection. Customer's mother declined to troubleshoot and stated they got a back up insulin pump at the hospital and would be calling the local office to look into a replacement.